Manufacturer narrative:
It was reported that the physician tried to place another stent but encountered very strong resistance. It was finally placed but found that the cover was damaged. Based on the attached photo it is confirmed that a hole in the stent cover had occurred. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Inspection of hole on the stent cover is performed by taewoong medical during stent coating process and half-finished product inspection process. It is confirmed from the inspection result certificate that it passed successfully. However, based on the hole that occurred in the stent cover in the attached photo and the description "the physician tried to place another stent but encountered very strong resistance. It was finally placed but found that the cover was damaged", it is assumed the sheath was pressured due to the strong pressure at the patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, and strong resistance occurred, but the stent was able to deployed using force. There is a possibility the hole in the stent cover might have occurred during the procedure or due to the placed stent, however it is hard to identify the exact root cause since the device was not returned and it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent cover breakdown". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Procedure for re-intervention after eus-bd. The stent was coming into the hepatic side too much, so the physician tried to place another stent by stent-in-stent method but encountered very strong resistance. It was finally placed but found that the cover was damaged there were no patient complications as a result of this event.